Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the stylus was out of calibration, the connector between the xy board and overlay was re-seated and the stylus was calibrated. Analysis could not confirm the printer issue, the printer was replaced as preventative. Analysis also noted that the upper and lower handles were cracked, and the fan was rattling. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer would randomly jam and cut paper. It was noted that printing would stop and multiple reprints were required. There was a request to replace the printer. It was noted that the stylus calibration was ran twice but was still off. It was later noted that it was on/ off and better aligned. There was a request to calibrate the stylus or replace the screen or stylus. The product has been returned for service. There was no patient involvement.